Event description:
It was observed that during the device evaluation, camera head with blurry image due to moisture inside the ccd and a missing connector screw. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. It is likely the blurry image was due to moisture inside the ccd (charged coupled device). A definitive root cause could not be identified for the missing screw connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.